Manufacturer narrative:
Sc-2218-50 (sn (B)(4)): device evaluation indicated that the complaint of multiple high impedances was confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 23 cm from the distal end. Cables were not exposed at the clik anchor fracture site. X-ray inspection confirmed all cables were fractured at the bent/kinked section of the lead. The fractured cables resulted in the reported high impedances. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the complaint of multiple high impedances was confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 19 cm from the distal end. Cables were not exposed at the clik anchor fracture site. X-ray inspection confirmed 6 cables were fractured (electrodes 1, 2, 4, 6-8) at the bent/kinked section of the lead. The fractured cables resulted in the reported high impedances. Sc-4316 (ln 16942458): device evaluation indicated that the clik anchor has a torn eyelet with missing silicone material.

Event description:
A report was received that the patient was experiencing intermittent stimulation. It was noted that the contacts had high impedances. The patient underwent leads replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing intermittent stimulation. It was noted that the contacts had high impedances. The patient underwent leads replacement procedure. The patient was doing well postoperatively.